Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of hematoma is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was completed using a proglide device with a 6f sheath after a peripheral artery disease (pad) interventional procedure. Reportedly, vessel closure was completed successfully with the proglide device; however, post procedure the patient developed a hematoma. The size of the hematoma was not reported. The hematoma was treated with manual compression and resolved. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.